Manufacturer narrative:
Sensor rotation was confirmed via chest x-ray. Additional information was provided confirming the patient has been able to obtain physiological readings. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Additional information was received confirming that the patient has been able to successfully obtain physiological readings from the sensor and the healthcare provider is satisfied with the readings they have been obtaining at this time.

Event description:
It was reported that no signal could be obtained from the cardiomems sensor post implant on (B)(6) 2025. Xray images were performed and it was confirmed the sensor was in a rotated position. The patient has had continued difficulty obtaining physiological readings. Additional troubleshooting is planned.